Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/8/2017. Date initially sent to the FDA: 12/11/2015. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The initial medwatch report was originally submitted as a follow up 1 on 12/15/2015 due to an emdr transmission error. Follow up 2 was submitted on 2/2/2016. This medwatch is being sent to correct g7 as requested by the FDA. This medwatch contains all initial and follow-up information received to date. Representative sample was returned for evaluation. No evaluation could be performed as one sample is not sufficient to test sterility. Retained samples were retrieved for evaluation. The samples were tested for sterility and the control samples were found to be sterile.

Event description:
It was reported that the patient underwent a caesarean section on an unknown date and suture was used. Approximately 3-4 days post-operatively, the patient experienced low fever and wound dehiscence. No additional information regarding medical or surgical intervention was provided.

Manufacturer narrative:
Representative sample was returned for evaluation. No evaluation could be performed as one sample is not sufficient to test sterility. Retained samples were retrieved for evaluation. The samples were tested for sterility and the control samples were found to be sterile. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria this report is a follow-up 1 report, sent as follow-up 2 due to emdr transmission error.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is a 30 day initial report, sent as follow-up 1 due to emdr transmission error.

Event description:
It was reported that the patient under caesarean section on an unknown date and suture was used. Approximately 3-4 days post-operatively, the patient experienced low fever and wound dehiscence. No additional information regarding medical or surgical intervention was provided.